Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
During omega plus surgery, when the surgeon assembled and used the drill guide handle and the drill guide, the fixation of drill guide was loose, and it was not possible to use it easily.